Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in the esophagus.

Event description:
Note: this report pertains to the one of three resolution 360 ultra clips that were used in the same procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip devices was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, upon opening, the clip deployed off from the catheter. Another two of the same devices were opened and the same problem occurred. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.